Event description:
Clinic reported the pump malfunctioned over the weekend. Patient returned to the clinic and the nurse restarted the pump. The next day the patient returned after the full dose was given. No adverse event for the patient.